Manufacturer narrative:
This event occurred in (B)(6). Medwatch field phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for 4 patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module and one patient sample tested with troponin t on a second unknown roche immunochemistry analyzer. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The first sample was tested four times on the e 801 analyzer, resulting with troponin t values of 734 pg/ml, 8.46 pg/ml, 144 pg/ml, and 9.51 pg/ml. The second sample was tested twice on the unknown roche immunochemistry analyzer, resulting with troponin t values of 6.02 pg/ml and 167 pg/ml on (B)(6) 2019. This sample was repeated twice on the e 801 analyzer, resulting with troponin t values of 173 pg/ml and 175 pg/ml on (B)(6) 2019. The third sample was tested three times on the e 801 analyzer, resulting with troponin t values of 65.3 pg/ml, 19.0 pg/ml, and 18.9 pg/ml on (B)(6) 2019. This sample was repeated twice on the unknown roche immunochemistry analyzer, resulting with troponin t values of 18.9 pg/ml and 18.8 pg/ml on (B)(6) 2019. The fourth sample was tested four times on the e 801 analyzer, resulting with troponin t values of 68.4 pg/ml, 6.74 pg/ml, 7.44 pg/ml, and 7.22 pg/ml on (B)(6) 2019. The fifth sample was tested three times on the e 801 analyzer, resulting with troponin t values of 7.92 pg/ml, 4.26 pg/ml, and 4.83 pg/ml on (B)(6) 2019. The serial number of the e 801 analyzer is (B)(4). The model and serial number of the unknown roche immunochemistry analyzer were requested, but not provided. Troponin t testing for sample 1 was performed using reagent lot number 419260, with expiration date 30-nov-2020. Troponin t testing for sample 2 was performed using reagent lot number 436777. The expiration date for this lot number was requested, but not provided. The reagent lot number and expiration date used for testing the remaining samples was requested, but not provided.

Manufacturer narrative:
This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us .